Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.5/1.5/72 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: d9: return date: 13-jan-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens with residue/debris on the product. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).